Manufacturer narrative:
One sample of taperguard endotracheal tube was received for evaluation. The customer reported failure mode cut in cuff was verified on the received sample. A CAPA has been initiated to address the reported issue. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A report received from (B)(6) stated that prior to use during the cuff balloon test an air leak was noticed. There is no patient involvement.